Event description:
The reporter contacted animas on (B)(6) 2012 stating that the up arrow keypad button was unresponsive. The reporter noted a tear by the ok keypad button and was unable to determine whether this occurred before the tactile issues. The reporter denied any evidence of moisture in the pump. The patient reportedly wore the pump in a pocket and cleaned the pump with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad issue

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the keypad was noted to be torn and lifting from the bottom up to the ok button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the up arrow and contrast buttons had intermittent response and required multiple presses to evoke a response. The ok and down arrow buttons were responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons. Testing confirmed that the pump was not able to be unlocked. The contamination was removed from under the up arrow button contact and the pump was then able to be locked and unlocked.